Event description:
Additional information received from a consumer (con). It was reported that the patient saw their doctor on (B)(6) 2020. They got set on program 6 at 1.5, but didn¿t see any difference. The patient still had to get up during the night and leaked during the day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. In response to the inquiry for what steps were or would be taken to resolve the patient experiencing symptoms following their hernia surgery the patient replied that the stimulator had never worked! That they got up 3-5 times a night to go to the bathroom and that they woke up dripping wet. In response to the inquiry for if the issue had been resolved, the patient replied ¿no, but no further action would be taken.¿ no further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that on august 12 the patient had surgery that was unrelated to the device/therapy. The patient was now having a hard time with urinary issues, getting up 3-5 times a night and experiencing pain at the implant site. They wondered if a cat scan could interfere with the therapy. It was reviewed this was not expected, but there could be risks associated with surgery and the use of electrocautery near to the device. The patient stated the surgery wasn't very close to the device, it was on the right side and the device was implanted on the left. It was recommended they follow-up with their doctor to address symptoms and therapy concerns. It was noted they had an appointment scheduled for september 11. The patient was going to change programs in the meantime to see if they could get improved therapeutic effect.